Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope did not produce an image. The issue was found after an unspecified procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since there is no physical damage to the outer surface of the device, it is likely that a temporary abnormality may have occurred in the internal equipment such as the charged coupled device (ccd) unit. The event can be detected/prevented by following the instructions for use which state: "operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.